Event description:
It was reported that st segment elevation occurred. A left atrial appendage closure (laac) procedure was being performed after an ablation. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Shortly after deployment of the 24mm closure device, the physician noticed st segment elevation. No air was noted on fluoroscopy imaging or intracardiac echo (ice). The patient st segments resolved after a few minutes with no intervention. The procedure was continued and the 24mm closure device was successfully implanted. No symptoms were noted upon the patient waking up. There were no further complications, and the patient was discharged the next day.